Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented after receiving a shock. Interrogation revealed the device had reached end of life (eol) approximately five months earlier. It was reported the device had emitted tones, however the patient did not seek medical attention at that time. A charge time out had also been observed. It was reported the patient was dizzy and was found to be in a wide complex tachycardia which was converted with medication. The patient was admitted to the hospital and the device was explanted and replaced a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.